Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[his unit is impacted by a p2 recall and requires to replace pressure sensor and damaged bottom latch. This wo is depot upgrade so I failed as overall. Please raise a new repair wo for this serial number as it failed for inspection and customer is paying for t1 repair]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.